Event description:
A cracked and shattered touchscreen was reported, making the pump unresponsive and illegible. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.